Event description:
The pt initially called alleging their meter to be reading inaccurately yet during troubleshooting the one touch basic enhanced meter failed the check strip test. The meter was replaced with a one touch basic. The pt did not suffer any adverse event or harm. No additional info was provided.